Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing chest wall stimulation and the rv lead output was reduced. When patient presented in-clinic, it was discovered that the lead had perforated causing chest wall stimulation. The pace/sense portion of the lead was capped and replaced on (B)(6) 2016. Post procedure, the patients condition had significantly improved with no further chest wall stimulation.